Event description:
It was reported a spectrum pump failed preventive maintenance testing for downstream occlusion alarms. This occurred during preventive maintenance testing and no pts were involved.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.